Manufacturer narrative:
Additional information was received that the bsn representative have mistakenly threw the lead and extension with other expired products. It was also reported that there was no issue with the returned products.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead and extension were returned for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead and extension were returned for an unknown reason.